Event description:
The impactor handle broke while the surgeon was impacting the tibial implant.

Manufacturer narrative:
The impactor handle broke while the surgeon was impacting the tibial implant. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.